Event description:
Litigation alleges the patient suffers from pain, discomfort, limited mobility and toxic cobalt-chromium metal debris to be released into the tissue. Update 5/28/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup, pain, and once removing the acetabular screw it was noticed the cup rocked. No labs were provided for the alleged high metal ions. During the doi operation, during final impaction of the stem a crack in the calcar occured-the crack was cabeled. The cup and stem are being added to the complaint. Part/lot is being updated..

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 05, 2017: medical records received. There were no new allegations. After review of the medical records for the MDR reportability, revision notes reported 8 ml of mildly turbid, mildly grayish-yellow joint fluid and was read as showing significant debris with a single white blood cell. There was also a minimal metal-stained exuded from the superolateral border of the acetabulum down to the sulcus femoral neck, and also reported a hypertrophic synovialized metal-stained debris. It was also reported in the medical records that patient underwent another revision surgery on (B)(6) 2014. This complaint was updated on jul 14. 2017.

Manufacturer narrative:
Added: device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain, discomfort, limited mobility and toxic cobalt-chromium metal debris to be released into the tissue. Update 5/28/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup, pain, and once removing the acetabular screw it was noticed the cup rocked. No labs were provided for the alleged high metal ions. During the doi operation, during final impaction of the stem a crack in the calcar occured-the crack was cabled. The cup and stem are being added to the complaint. Part/lot is being updated. The complaint was updated on: 6/18/2015. Update jul 05, 2017: medical records received. There were no new allegations. After review of the medical records for the MDR reportability, in addition to what was previously reported, revision notes reported 8ml of mildly turbid, mildly grayish-yellow joint fluid and was read as showing significant debris with a single white blood cell. There was also a minimal metal-stained exuded from the superolateral border of the acetabulum down to the sulcus femoral neck, and also reported a hypertrophic synovialized metal-stained debris. It was also reported in the medical records that patient underwent another revision surgery on (B)(6) 2015 due to femoral component loosening. This complaint was updated on jul 14. 2017. Update 7/5/2017 added subsidence, stem loosening and stem migration harms to the complaint. Complaint updated on: 8/3/2017.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).